Event description:
N/a

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Clamp arrived in a a2114 case. Root cause analysis: the reported complaint was confirmed. The unit was received with the lock having rotational and lateral movement. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00293. A facility reported that mayfield modified skull clamp (a1059) was not locking. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.